Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date.during the procedure, the physician reported that the scope's elevator produced a reflection that presented as a spot in the scope's field of view. The physician reported that although the limited view made the procedure more challenging, it was successfully completed using the same scope.there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Block h6: problem code a090208 captures the reportable event of poor quality image. Block h9 (correction/removal reporting #) on (B)(6) 2023, boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes. Block h10: the returned device was visually inspected. No evidence of any damage or defect was observed on the shaft or tip of the device. No fogging or condensation was noted on or in the lens. Witness marks were observed on the pads of the umbilicus connector, indicating it was connected to a controller. Procedural residue was noted on the distal end of the scope near the elevator. The elevator was tested for actuation using the thumb lever on the handle; the elevator stuck and did not move. The region was wiped with 70% ipa and elevator actuation was tested again; no issues were observed. An orca a/w valve button was installed into the a/w valve port on the exalt handle. Irrigation and insufflation were functionally tested with a live image on the monitor by attaching a hydra water bottle cap to a filled water bottle and the fluidics port on the exalt umbilicus connector. No insufflation, irrigation or image issues were observed. A flow of water over the camera was seen in the live image. After fluidics testing, the image remained clear and the lens was inspected after fluidics testing; no fogging or fluid ingress into the lens assembly was observed. A risk review confirmed that the failure is accounted for in the risk documentation, with mitigations controlled by design and the manufacturing process, including image testing to verify image presence and quality. A DHR review confirmed that the device met all manufacturing specifications, including image testing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. The reported complaint was not confirmed. Although product analysis did not confirm the fluid ingress event, the device batch number was determined to be within scope of the introduction of a new imager configuration after an increased rate of poor-quality image complaints beginning in (B)(6) 2023. The returned device was confirmed to have the -02 imager configuration. Therefore, the probable cause of the reported event was determined to be cause traced to device design, which indicates that the problems were traced to the imager design change.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. During the procedure, the physician reported that the scope's elevator produced a reflection that presented as a spot in the scope's field of view. The physician reported that although the limited view made the procedure more challenging, it was successfully completed using the same scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 10/01/2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 10/18/2023. Block h6: problem code a090208 captures the reportable event of poor quality image.